Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on 01/25/2017, that on (B)(6) 2017, the patient experienced intermittent audio output, in addition to an adverse event. The patient stated that on (B)(6) 2017 he laid down because he was not feeling well. The patient's wife found him around 9am and could not wake him up because of a low blood glucose event that he claims he was not alerted about. The patient's wife called 911 who sent an ambulance. When emergency medical team (emt) arrived, they started the patient on an IV. The patient stated that he does not know what was in the IV. The patient recovered without having to be admitted into hospital. The patient reports he is in good health and recovered quickly after IV administered. At the time of contact, the patient was healthy and well. No additional event or patient information was provided. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.